Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device history log available, not applicable for this type of complaint. The device was not received because it was repair locally. To solve the issue the ribbon cable has been replaced. The defective part was received in brézins for investigation. Visual inspection revealed that a connector is damaged. Since this is sufficient to explain the anomaly, the investigation can be stopped at this stage. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: permanent alarm of the pump. No patient was harmed. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.